Manufacturer narrative:
(B)(4). G2: foreign - spain. Review of the most recent repair record determined broken hinge and locking issue with funnel. Unit scrapped. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. With given information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that after receiving the battery housing at the repair centre, it was determined that it has a broken hinge and locking issue with funnel. Attempts have been made and no more information has been provided.